Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load process. In addition, the customer reported that pump battery was observed to be depleting quickly. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged battery depletion and alarm 19 malfunctions could not be evaluated due to damaged usb pins.